Manufacturer narrative:
(B)(4). Batch # m5360h. The analysis found that one plee60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b, c) gst60g, m53c6m was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing with a gst60g and no buttressing material there were several malformed staples throughout the staples lines. Also there was serosal tearing on both the patient side and specimen side. The motor did not slow doing the first firing. The surgeon over sewed all the staple lines. There was no patient consequence. Two with gst60g will be returned for analysis, due to the account not knowing which gst60g cartridge they had the issue with. The device is also being returned for analysis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.